Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was blank and did not display. There was no reported impact to customer's blood glucose. During troubleshooting with tandem technical support, the issue resolved on its own. Multiple attempts were made by tandem¿s technical support to obtain additional information however, a response was not received.